Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing major bleeding. The patient was admitted from the emergency department with anemia and gi blood loss. An egd and colonoscopy resulted in no bleeding or oozing with gastric erythema planning gvce to evaluate small bowel. It was reported that the patient was admitted on (B)(6) 2020. Gi bleeding was confirmed in the small bowel. On (B)(6) 2020 the patient had an edg, and a colonoscopy on (B)(6) 2020. The patient had a small bowel endoscopy on (B)(6) 2020. There was evidence of active mucosal bleeding in the duodenum likely in the proximal duodenum with no identifiable source of bleeding. The patient is being given blood products for treatment.